Event description:
Reporter has reported that they noticed a leak on this circuit during installation on the ventilator. The expiratory limb is completely cut on the "y" piece side, but this damaged occurred after the leak was diagnosed.

Manufacturer narrative:
The rt340 is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. Results and conclusions: please see attached report "circuit leak (adult evaqua)" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.